Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as shaking, dizzy, vomiting large ketones and treated with manual injections customer's blood glucose value was 48 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis. Frn model unknown reservoir.